Manufacturer narrative:
The company service rep called the nurse and found the system is not used very much. The staff is not familiar with the system. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system would not cut with 23 gauge probe" (device operates differently than expected). The nurse reported the system would not cut with the 23 gauge probe. The probe was switched to a 20 gauge probe and the cases were completed as planned. No pt injury was reported.